Manufacturer narrative:
The customer reported that an mp70 monitor became unlatched from the mounting plate and fell. The customer stated that the monitor was caught before hitting the floor and no injury or device damage occurred. A philips field service engineer (fse), went on site and tried with the help of the site's biomedical engineer, to duplicate the incident. Per the fse, they were successful only with force outside normal and expected. During the duplication attempts, it was noticed that a screw was missing from the gcx mounting plate. The fse checked the rest of the mounting plates and found out that they also were missing the locking screw. The installation was done by a third party team contracted by philips. The gcx design engineer sent the investigation team the installation sheet that calls for the locking screw to be installed and the philips fse ordered the required locking screws from gcx. On (B)(6) 2009, the customer reported that all missing locking screws were installed. Based on the available info, we conclude that there was a malfunction of an incomplete installation by the philips contractors, but that was unrelated to the falling monitor. We will consider that the falling of the monitor was due to unintentional disengagement of the monitor by the user. A clarify search did not yield any other related cases. No further investigation or action is warranted. (B)(4).

Event description:
The customer reported that mp70 monitor was unlatched from the mounting plate and fell. The customer stated that the monitor was caught before hitting the floor and no injury or device damage occurred.